Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: intervention to retrieve the dislodged stent. It was reported that during treatment of critical in-stent stenosis of an unspecified stent in a heavily calcified angulated segment of an unspecified vessel, the promus stent system would not cross the lesion. There was no difficulty in removing the stent system into the guiding catheter; however, once the stent system was removed, the stent was not on the balloon. A second guide wire was advanced to braid and entrap the stent and successfully remove from the patient anatomy. There was no reported adverse patient sequela. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand of labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device will not be returning. The lot number was not provided. A follow-up will be submitted with all relevant information.